Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported high power and low flows could not be confirmed. Of note, the patient was started on a thrombin inhibitor. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus, infection, renal dysfunction, hemolysis, bleeding, hepatic dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of thrombus, infection, hemolysis, and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with high watt alarms on the ventricular assist device (vad) and dark urine. The patient was admitted for further evaluation and was transferred to the intensive care unit (ICU). The patient was started on a thrombin inhibitor. It was noted that the patient was not a candidate for tissue plasminogen activator (tpa) due to a high risk of stroke.  The patient experienced a drop in hemoglobin and was treated with four units of packed red blood cells (prbc) for hemolysis secondary to vad thrombosis. It was stated that the patient experienced acute kidney injury secondary to hemolysis. This led to metabolic acidosis which was treated with intravenous (IV) and oral sodium bicarbonate. Worsening acute kidney injury led to oliguria and then anuria. The patient was started on continuous venovenous hemofiltration (cvvh) and subsequently transitioned to hemodialysis. It was also reported that the patient's aspartate aminotransferase (ast) and alanine transaminase (alt) levels were markedly increased. An abdominal ultrasound was performed and revealed no acute abnormality and no finding to account for the elevated liver function tests (lfts). It was stated that the patient's rising lfts were associated with soft pressures and increasing lactate dehydrogenase (ldh) could be concerning for a low flow state. The patient was treated with inotropes. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) patient experienced a urinary tract infection and had mild pyuria with candiduria. Their white blood cell count (wbc) increased from 9k to 16k which was treated with medication. The patient also experienced extensive right upper extremity deep vein thrombosis (dvt), with dvt in the jugular, subclavian, axillary, and brachial veins. A superficial venous obstruction was also observed in the forearm cephalic vein. The patient received intravenous anticoagulants. After a prolonged hospitalization the patient had acute decompensation requiring vasoactive IV medications, which progressed to cardiogenic shock. The vad was deactivated without explant, and the patient ultimately died.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced new onset non-sustained ventricular tachycardia. The patient was treated with medi cation and an electrocardiogram showed normal sinus rhythm.